Manufacturer narrative:
The evaluation is currently underway. A follow-up report will be initiated when the evaluation is complete.

Event description:
Pir - under infusion. Shows it is running but not infusing anything, does not give any alarm indicating it is not actually moving any fluids. Even when tubing is removed it still shows it is running.